Manufacturer narrative:
The device was returned for evaluation. One opened lens box was returned missing the patient ID card and dfu. The lens was loose in the opened peel pouch. Particulates, saline dentrites, and dried solutions were visible on the optic. Visual inspection found only half of the lens was returned. The optic had been cut or torn in half. One plate was torn off and was lying loose in the pouch. The other half of the lens was not returned. The cause of the damage cannot be determined. Functional testing cannot be performed due to the damage. The device history record (DHR) was reviewed and there were no discrepancies or deviations found that related to the reported issue. There have been no other events for this lot to date. The trend analysis, risk analysis and directions for use review are considered acceptable, with the product performing within anticipated rates. The most probable root cause is operational context. User related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. No corrective action is necessary at this time.

Event description:
It was reported that the patient has seen a retina specialist but has not followed up with the implanting surgeon. Though requested, no additional patient outcome information has been received.

Manufacturer narrative:
The intraocular lens (iol) has not been returned for evaluation. The investigation is on-going. A follow up report will be sent when additional information becomes available.

Event description:
It was reported that upon insertion of the intraocular lens (iol) into the right (od) eye, the haptic tore away from the lens body. The iol damage was noticed intraoperatively and the iol was removed with lens cutters. The capsular bag was damaged and the surgery was aborted due to hemorrhage and a loss of vitreous. A vitrectomy was performed. The incision was not enlarged, but a suture of 10.0 nylon was used. The plan of surgery changed and the patient was left aphakic with no secondary iol implanted until visual status has stabilized. Patient has been referred to a retina specialist with a plan for a 2° anterior chamber (ac) lens later. The patient's prognosis is good. In the physician's opinion, the most likely cause of the iol damage was a defective lens.